Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the low voltage fault was set by 12 millivolts drop in battery voltage within 3 days and prior to this the battery voltage was progressing as expected. Moreover, the drop in battery voltage is not correlated with any other settings or diagnostics within this device. Furthermore, this device is malfunctioning, and a device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device has been explanted. A new device was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the low voltage fault was set by 12 millivolts drop in battery voltage within 3 days and prior to this the battery voltage was progressing as expected. Moreover, the drop in battery voltage is not correlated with any other settings or diagnostics within this device. Furthermore, this device is malfunctioning, and a device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.